Manufacturer narrative:
Concomitant products: 250ml hospira bag ndc 0409-7650.52, lot 64-203-kl, exp 1 oct 2017, heparin sodium; therapy date (B)(6) 2016. The customer¿s report of an over infusion of heparin was not confirmed or replicated during testing. Review of the pcu event logs confirmed that the device was programmed as a remote order as reported by the user. The event times reported by the customer were also found to be consistent with the times confirmed during review of the logs for this investigation. The pcu event logs also recorded 4 prior remote heparin infusions at the reported incident rate of 11ml/hr, however the actual starting volumes of the IV bags were not known for any of them. The log shows that on (B)(6) 2016 at 6:16 am the 4th remote IV order for heparin began infusing at 11ml/hr with a vtbi of 250ml; the primary volume infused was recorded by the device as 168.471ml. A short time later the vtbi was changed to 200ml. At 6:54 am the restore feature was used to reprogram the previous heparin infusion, at 11ml/hr with a vtbi of 250ml; the primary volume infused was recorded by the device as 174.602ml. At 1:47 pm the volume infused was cleared. At 11:41 pm the vtbi was changed to 90ml. On (B)(6) 2016 at 4:22 am the flo-stop was opened for approximately 1 second. At 4:24 am the 5th and final remote IV order was received for heparin; the infusion program began at 11ml/hr with a vtbi of 250ml; a short time later the vtbi was changed to 225ml. At 5:32 am an air-in-line alarm occurred. This was noted by the customer to be the approximate time of the event. At 5:36 am and 5:37 am the logs recorded that the flo-stop was opened, however it was only opened for approximately 7 seconds total. At 5:45 am the pump module was powered off by the user; the primary volume infused was recorded by the device as 173.26ml. The pump module was not used after this time. The starting volumes of the IV bags were not known for any of the heparin infusions. During inspection of the source pump module the device was found to have a 3rd party latch/sear from an unknown manufacturer installed. Functional testing found the device to be delivering fluid within specification. Inspection of the returned administration set confirmed no obvious issues during inspection. Leak testing was also performed on the returned administration set. No leaks were noted during testing. Testing has confirmed that when using utilizing 3rd party latch/sear components and a new administration set the safety clamp had not consistently closed (slide clamp fully extended) when the pump module door was opened, resulting in a free-flow condition. Carefusion has not tested nor validated the functionality of the device when used with parts manufactured/refurbished and sold by 3rd parties. Carefusion recommends the use of carefusion manufactured parts in the safe and effective operation and maintenance of carefusion equipment. Customer's use of repair or service parts or disposables that are not approved by carefusion is at customer's own risk and patient risk, and may void the product warranty provided by carefusion. The exact failure modes of 3rd party parts are not known by carefusion. The root cause of the reported over infusion of heparin was not determined.

Event description:
The customer reported that a primary infusion of heparin 25,000 units/250ml 0.45 nacl which was programmed to infuse at 11 ml/hr (1,100u/hr) was noted to be empty after 63 minutes without any leak noted; the scrolling display on the module indicated the rate was 11 ml/hr as expected. After this event the patient's antixa was greater than 2, his ptt was greater than 240 and pt was at 28.5. Protamine 50mg was given and additional lab work was drawn. The patient has been discharged without any lasting adverse effect reported.